Event description:
It was reported that the pt presented with underdose and overdose symptoms. A rotor study was done and the study result was normal. A catheter dye study was attempted, but the pump was unable to be accessed via the cap (catheter access port). During pump replacement surgery, the physician noted the presence of material between the port barrel and protective plastic; it was unknown if this had anything to do with the inability to aspirate via the cpa. It was noted that the pump was replaced because the accuracy was unknown. The final pt outcome was reported as "no injury". The pt recovered without sequela. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.